Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump also had a cracked case at the display window corners and display window, as well as minor scratches on the lcd window.

Event description:
It was reported that the insulin pump had keypad anomaly and physical damage. Customer's blood glucose was unknown. Customer stated the act button was not working properly. Customer stated the insulin pump was dropped. There were cracks on the upper left and right corners of insulin pump. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.